Manufacturer narrative:
Testing and investigation at the service center found the device alarmed with a s321 malfunction alarm code and the motor was loose. The probable cause of the s321 malfunction alarm code was a loose motor due to the under application of the adhesive seal or the adhesive seal being applied over grease. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) malfunction alarm code. On an unspecified date and time, the device was programmed for an unspecified delivery, and the delivery was started. No further info was provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.